Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the sterility of the device compromised? Yes. Please describe the sterile packaging: please find the photo attached on 5/12/2022. Were there any issues with the seal of the sterile packaging? No. Are there any tears/holes in the sterile packaging? No. . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why is it believed that the sterility of the device was compromised? Note: events reported via 2210968-2022-04709 and 2210968-2022-04710.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and bone wax was used. Prior to a procedure, it was noted that the bone wax package was damaged. It was stated the sterility was compromised. There were no adverse patient consequences reported. No additional information was reported.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/19/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: additional information was requested and the following was obtained: why is it believed that the sterility of the device was compromised? Because package is damaged additional h3 investigation summary: after visual analysis of the image received by ethicon, it was observed that a slightly damaged package. The product code for this complaint should be w31c. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional h3 investigation summary: one open sample of product code w31c was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the bonewax bar was melted into the folder packet. In addition, the foil was not returned for evaluation. No conclusion could be reached as to what caused the reported complaint. Recommended storage conditions: below 25°c, 77°f, away from moisture and direct heat. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h6 component code: g07002 unable to investigate further

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/21/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.